Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 51cm proximal to the lead tip. Only the distal fragment was received for analysis. An explantation aid was still inserted in the lead. The returned lead fragment was visually analyzed. The visual inspection revealed multiple signs of wear along the lead fragment. In particular in the distal area the insulation was found rubbed through. This damage can be considered the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts in the insulation and the conductor cable leading to the rv shock coil and the deformed rv shock coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 68 months, oversensing with inappropriate therapies was reported. The lead was explanted.